Event description:
Additional information was received from the patient. The reason for call was during the call, pt said their ins only lasted a year and a half and then had to be replaced with current ins. Pt said the previous ins just kept losing a charge, like their current one (see related case (B)(4)). Pss asked event date, and asked if it was the year and a half after it was put it, and pt said it was around that time (event date asked, unknown). The patient's relevant medical history included pt wanted the leads changed at the replacement surgery as well so they could have an MRI, but pt said the va said the leads were fine so they didn't change the leads.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient turned the intensity down to address the battery draining quickly. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having a terrible time when using the belt to recharge. The patient said the ins was going to be changed out because he needs an MRI done of his neck since a CT scan didn't show anything. The patient reported the ins battery was taking 10 hours to charge and is also draining quickly. The patient said the issue started last year. No symptoms or further complications were reported.